Event description:
Pt states that device is taking over an hour to deliver the dose and that medication is not coming the whole way through. She states that since she was not able to take her medication, she became very distressed, which in turn makes her asthma worse. She had to contact her physician and received another compressor nebulizer system. No serious injury or permanent harm was conveyed by the pt.

Manufacturer narrative:
Distributor (B)(4) was contacted in an attempt to get this device back with no success. Will monitor complaint trends for this failure type.